Event description:
It was reported that some drops of liquid was noticed on the spike of twenty-five (25) vented micro-volume inlets. This was observed in unopened packaging before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to d4 and h6. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that there was moisture and condensation observed in the spike. The reported condition was verified. The cause of the reported condition could not be determined; however, the likely direct cause of the reported issue was due to atmospheric temperature or relative humidity differences between the manufacturing environment, or product storage area environment, and the actual area environment of product to be used. Product should be brought to of area to be used prior to using product, to allow for product to come to equivalent environment and temperature conditions. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.